Event description:
Device 1 of 3. Reference MFR report: 1627487-2013-21101, 21102. It was reported the pt requested to have the scs system explanted due to ineffective therapy. The pt reported stimulation was uncomfortable when the amplitude was increased. The pt indicated the ipg was last charged six months ago. The pt did not wish to troubleshoot ipg functionality.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.